Manufacturer narrative:
Information was not provided by reporter. This adverse event was initially reported by the 3m account representative. When the manager of respiratory therapy was contacted, she reported that unplanned extubations occur in this environment and she was not blaming the 3m¿ durapore¿ advanced surgical tape. 3m tested retains from the same lot number and the product met specifications. The cause of the unplanned extubation could not be determined.

Event description:
A respiratory therapist reported she was informed that an infant experienced an unplanned extubation when their endotracheal tube was secured 3m¿ durapore¿ advanced surgical tape. The infant required reintubation and was reported in stable condition after the event. No additional details about the event were available.